Event description:
It was reported to kendall on 5/15/01 that the veterianarian's family member, who works for them, experienced 2 clean needlesticks due to bent needles sticking through sheath, while they were taking them out of the box. Lot number given. No samples available. No serious injury reported.